Event description:
The lead was capped on (B)(6) 2011 due to decreased lead impedance less than 200 ohms and increasing pacing thresholds. The procedure took place at (B)(6) clinic. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).